Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient received primary implants that were perform reversed glenoid with perform humeral stem. The implants were fine; x-rays all looked good. The surgeon just needed to release the conjoined tendon to improve rom and relieve pain. All implants were left untouched.